Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery charge issue. The reporter alleged meter not powering on and after plugging it in for charging last night, said meter was 'charging', not rapid charge. The reporter alleged that today morning when he unplugged it from charging and tried to use it, it wouldn't turn on again so reporter tried plugging it in again and it said 'battery charging' and no rapid charge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the meter and usb cord involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014, with the following findings: the meter failed testing, there was a defective component but the usb cord passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.